Manufacturer narrative:
H.6. Investigation: investigation summary: lot y47g740j7; event reporting "blocked by the orange plastic": bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for the blade not activating with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to the blade not activating was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Lot y47g840j8; event reporting "stuck activation button": bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for the blade not activating with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to the blade not activating as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: lot y47g70j7; event reporting "blocked by the orange plastic": based on evaluation of the customer photos, the customer¿s indicated failure mode for the blade not activating with the incident lot was observed. Evaluation of the customer samples was conducted and the blade not activating was observed. Additionally, evaluation/testing of the retain samples was conducted and the blade not activating was not observed. Lot y47g840j8; event reporting "stuck activation button": based on evaluation of the customer and retention samples as well as the customer photos, the customer¿s indicated failure mode for the blade not activating with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: lot y47g70j7; event reporting "blocked by the orange plastic": based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. Lot y47g840j8; event reporting "stuck activation button": based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd sentry¿ safety lancet had a molding defect. No serious injury or medical intervention was reported. Verbatim: "the device does not work due to apparent different causes. In one of the samples we can appreciate that the exit of the needle is blocked by the orange plastic. In another sample, the activation button of the device is stuck preventing the proper use of the product."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: y47g740j7; medical device expiration date: unknown; device manufacture date: unknown; medical device lot #: y47g840j8; medical device expiration date: unknown; device manufacture date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd sentry¿ safety lancet had a molding defect. No serious injury or medical intervention was reported. Verbatim: "the device does not work due to apparent different causes. In one of the samples we can appreciate that the exit of the needle is blocked by the orange plastic. In another sample, the activation button of the device is stuck preventing the proper use of the product."